Event description:
Female iui wont power on. Iui-damage, bezel assembly-lower hinge crack, case rear-crack, door assembly-damage, ail sensor assembly-crack and module latch-non supported part installed. There was no patient involvement. 02/08/2018 07:42:24 (B)(6). Po for (B)(6) approved by (B)(6) . Shipping & billing address confirmed. Npi. 04/16/2018 09:18:14 (B)(6). The device was not received as of this date. No determination regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number.

Manufacturer narrative:
The device was not received as of this date. No determination regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). The device was not received as of this date. No determination regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation was required per (B)(4).